Event description:
It was reported that the lead broke. It was replaced. The patient experienced rigidity; the outcome was reported as "good".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.